Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a patient had unwired the electrocardiogram (ECG), non-invasive blood pressure (nbp), spo2, and invasive blood pressure (ibp) sensors from his body, and that only a blue/technical alarm was provided for loss of ECG on their philips intellivue information center (piic). No adverse event was reported.